Event description:
Pt stated; the bag was extracting fluid from the pts stomach. Pt was uncomfortable and crying. Replaced the set and pt was fine. Noticed cassette was inserted backwards in the set. No injuries reported. Additional pt info: feed interval six times a day. Rate 350 ml/hr, to deliver 150 ml. Used a 500 ml bag and nutrin jr fiber.

Manufacturer narrative:
The customer was unable to provide the lot number for the device. Without the lot number, the expiration date and date of manufacture cannot be determined. The device(s) has not been returned. The complainant is unable to provide a lot number for the device. Without the lot number, the expiration date and date of manufacture cannot be determined. An eval cannot be performed. No clinical injury to pt.